Event description:
It was reported that the patient experienced stimulation in the wrong location while stimulation was turned on. The patient fell on his side in early october, and subsequently felt stimulation wrapping around his abdomen to his stomach. The patient had stimulation turned off. Additional information received reported that the patient had a meeting with a manufacturer representative scheduled for (B)(6) 2011. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 39565-65 serial# (B)(4) implanted: (B)(6) 2011 explanted: unknown; accessory model 37093 lot# 279260001; accessory model 37752 serial# (B)(4); programmer model 37743 serial# (B)(4).

Event description:
Additional information. The device was reprogrammed and afterwards the patient no longer felt stimulation in his stomach. The patient was receiving effective stimulation and was happy with the results. No device malfunction was noted.